Event description:
Hospital stated that they have a chest tube with discolored water. The drain was not knocked over, to our knowledge. I believe that the CT atrium water syringe was used to fill the chamber upon initial use. The drain had been on wall suction with two mediastinal chest tubes y¿d together into the single atrium drain. Drain placed (B)(6) in surgery and discoloration occurred on (B)(6). No adverse effects to the patient.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
This complaint reports that and oasis drain (p/n 3600-100, l/n unk) was found with discolored water in the water seal chamber. The user stated that, to their knowledge, the drain was not knocked over. The drain was in use for 4 days with no issues with functionality. On the fourth day at 7am, a nurse noticed the water "not as bright blue as typical" and by 11am it was a "murky black." The drain was kept on wall suction with a y-connection to two chest tubes. They stated that nothing was injected into the drain other than water for the water seal. The drain was discarded and will not be returned for evaluation, but a picture of the drain was provided. It can be seen in the picture that the water in the water seal is dark grey. There is dark red fluid in all three columns of the collection chamber. Notably, the first two columns are not filled all the way to the top of their capacity markings. Some residue can also be seen in the chamber b, just past the knock over nozzle, leading into the water seal chamber. These signs are typical of the drain being tipped over, allowing fluid to pass between the chambers. The grey color in the water seal chamber is also consistent with the resulting color seen in past complaints when red fluid spills into the water seal chamber. In a previous investigation, two new oasis drains had their water seals filled to the two centimeter line. Both water seals turned the expected light blue color. One of the drains was left unchanged, and the other had three drops of blood added to the water seal chamber via the sampling port. The water in the water seal turned a very similar color to what is seen in the provided picture. A DHR review could not be completed because a lot number was not provided. The IFU provides adequate instructions for use of the device. It instructs the user on how to position the drain and what to do in case of a knock over. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. The complaint is confirmed but no device nonconformances can be confirmed. No evidence was found to suggest that this complaint is related to design, manufacturing, materials, or the IFU. The color of the discoloration is consistent with the color of the drained fluid seen in the picture and with the results of the testing performed on new drains. The picture also shows residue of the drained fluid in chamber b past the knock over nozzle. The most likely root cause of these complaints is user error due to contamination of the water seals with fluid from the collection chamber.